Event description:
The customer reported an intermittent loss of cine functionality resulting in a loss of subtraction, road-mapping, or other critical vascular cine functions. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine drive and circuit board were replaced. The system was then found to be operating as intended.